Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. The customer's blood glucose level was 400 mg/dl. Reportedly, multiple supply changes were performed to address occlusion alarms.